Event description:
Hcp confirmed patient had felt surging around database security system and magnets. The hcp reprogrammed the device. The device interaction has not resolved. The patient is using more pain medication.